Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted. Healthcare professional reported treatment with singulair®.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crystalline in the gel, crease flat and deformation. Cloudy and bubbles in the gel observed after autoclave cycle. A microscopic analysis was performed which identified, non-penetrating nicks. Based on the device analysis the final assessment is no issues found related with the manufacturing and a nick striated assessed as surgical tool scratch like. Reason for reoperation: d.9; h.3; h.6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted. Healthcare professional reported treatment with singulair®.